Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer's blood glucose level was 137 mg/dl. They could not clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed leak test. Unit received with intermittent response from all buttons, problem isolated to keypad assembly. Unit received with the connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unit passed selftest and displacement test. No stuck button alarm noted. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.